Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. The device history record (DHR) review was not applicable since the device is over a year old. Air dermatome, serial number (B)(4), has an unknown manufacture date but was most likely manufactured prior to august 12, 1992, and has been previously returned to zimmer biomet surgical twice for service since the inception of sap in july of 2011. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the device cut too deep and injured patient. On august 23, 2016, it was clarified that there was patient harm and a minimal delay in surgery to retrieve and alternate device. Stitches were required at the original graft site and an additional graft harvest was required. The proper surgical technique for the device was utilized and the blade was inserted in the device properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Initial qa inspection of the air dermatome on august 29, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 5361 rpm. The customer hose and width plates were not returned for evaluation. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the device cut too deep and injured patient. Additional information was received from the customer on (B)(6) 2016 stating that there was patient harm and a minimal delay in surgery to retrieve an alternate device. Stitches were required at the original graft site and an additional graft harvest was required. The proper surgical technique for the device was utilized and the blade was inserted in the device properly.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2016, it was reported that the device cut too deep and injured patient. On (B)(6) 2016, it was clarified that there was patient harm and a minimal delay in surgery to retrieve and alternate device. Stitches were required at the original graft site and an additional graft harvest was required. The proper surgical technique for the device was utilized and the blade was inserted in the device properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was january 25, 2016 where it was reported that the device was not working properly and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on august 29, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 5361 rpm. The customer hose and width plates were not returned for evaluation. The device was out of calibration at zero setting only. Repair of the air dermatome was performed by zimmer biomet surgical on september 2, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and the o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event and device functioned as intended. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event and device functioned as intended. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and the o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.